Event description:
Bmu40 venous cell sticker displayed as arterial cell. Customer used another barcode from the training blood gas probe sheet to get it to work. Possible that the barcode stickers are labeled incorrectly.

Manufacturer narrative:
The result of our internal investigation of the reported error is as follows: the failure described above can be confirmed. We reviewed the production process and found out that there were two production orders for bmu-cells at the same time. One of our operators in production took a bmu cell from one order and the label of the other order. Therefore you received a "bmu cell 3/8" venous" with label of "bmu cell 3/8" arterial." Detected root cause of the error: based on the results of our investigation, we could evaluate the root cause to be a mounting failure and therefore a human mistake from one of our operators in our production. Corrective and preventive actions: as corrective action, we optimized our production process to avoid this failure in the future. One product order has to be finished before starting the next one. As preventive action, all our operators responsible for mounting of bmu-labels have been informed and trained according to this complaint. (B)(4).